Manufacturer narrative:
The device was discarded by the user and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. Complaint reference #: (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the right eye on (B)(6) 2016. On (B)(6) 2017, peripheral edge haze was first observed. On (B)(6) 2017, the inlay was explanted due to recurrent grade 1+ peripheral edge haze. The corneal haze did not result in any decrease in best corrected distance visual acuity (bcdva). The patient was examined post explant on (B)(6) 2017 and the patient had trace haze, but was doing well with 20/25 bcdva.